Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: picture review: based on the provided picture it could be confirmed that one out of the two of the thumb screw is different. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the vertebral body retainer could not be assembled. The knob that was with the set appeared to be from another company and was incompatible with the set. The procedure was completed using another set. There was no patient consequence. It is unknown if there was a surgical delay. There is no further information available. This report is for one (1) vertebral body retainer. This is report 1 of 1 for (B)(4).